Event description:
It was reported that the patient was currently admitted due to breakthrough seizure events and almost drown due to the seizures. No additional relevant information has been received to date.